Event description:
It was reported that patient presented for a generator replacement due to normal eri. No electrical anomalies were noted. During the prophylactic extraction, the physician tore a vessel requiring an emergency sternotomy. The patient was stable and recovering following the event.